Event description:
The patient's family noticed that the red-colored chemo being infused from a secondary bag was moving toward the primary bag rather than toward the patient as expected. The retrograde migration was stopped by using a tiny clamp to clamp off the primary line while the secondary line was infusing. This caused the infusion to be prolonged from the expected 60 minutes to 80 minutes or more. Of note is the fact that the lot number of this device indicated that it had "improved" valves manufactured which baxter hoped would correct a problem that we have seen and reported now at least 12 times over the past year.